Event description:
A female pt who had undergone a 2.5 hour exablate 2000 treatment for uterine fibroids in 2005 was diagnosed with a non-occlusive thrombus in her right leg the day after receiving the mr guided focused ultrasound ("mrgfus") treatment. This event was determined by the treating doctor to be "possibly related" to the device, although no explanation as to how the event could be related to the treatment is provided. According to the clinic, the pt was hospitalized for several days, received treatment (i.e., administration of anticoagulant) and later underwent a percutaneous thrombectomy at a different facility.